Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and found an issue with the stand alone board and the relay. The medtronic representative replaced the board and the relay and verified that the image acquisition system booted up completely. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. The suspect parts have not been received by the manufacturer for analysis.

Event description:
A site personnel reported that the imaging system would not initialize, and the motion controller indicator is scrolling and not fully booting. Despite several reboots, the issue could not be resolved. There was no patient present when this issue was identified.